Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to transmit their implantable pulse generator (ipg) through their cell phone application. The ipg remains in use. No patient complications have been reported as a result of this event.